Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized in (B)(6) 2014 for diabetic ketoacidosis with blood glucose levels in the 200s mg/dl. The customer had food poisoning, which contributed to her high blood glucose level. The customer was treated with an IV. The customer also stated, she had sensor calibration issues. Standard troubleshooting was performed. The product is not being returned. Nothing further was reported.